Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus additionally confirmed the foreign material as seeds. The seeds were clogging the suction channel. Despite three gfe attempts, additional information could not be obtained. Therefore, it is unclear if reprocessing was completed per instructions for use (IFU). There was no physical damage at the foreign object detection point. However, the root cause of the foreign matter could not be determined. The event can be detected and prevented in accordance with the following IFU:. IFU states that detection method in the gif/cf/pcf-190 series operation manual, chapter 3, preparation and inspection. IFU states that preventive measures are in the gif/cf/pcf-190 series reprocessing manual, chapter 5, reprocessing the endoscope. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the colonovideoscope's channel exhibited foreign material. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the colonovideoscope exhibited that the cleaning brush gets caught (an obstruction in channel). The issue occurred during a therapeutic reprocessing procedure. There were no reports of patient involvement.